Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe¿ with needle leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the dispensing process, it was found that the seal was not tight and the liquid leaked."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901125 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no defects were identified. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident.

Event description:
It was reported that the bd syringe¿ with needle leaked. The following information was provided by the initial reporter, translated from chinese to english: "during the dispensing process, it was found that the seal was not tight and the liquid leaked.".